Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found salt buildup on the drain ports. He cleaned the drain ports and performed inspections. He replaced the syringe seals, cleaned the electrodes, performed multiple air purges, performed reagent primes, and performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for approximately 100 patient samples on a cobas 8000 ise 1800 module. One example of a sample result comparison was provided. The initial result was 129 mmol/l, and the repeated result was 145 mmol/l. Moving averages prompted the samples to be repeated. The repeated result was believed to be correct.

Manufacturer narrative:
The investigation did not identify a specific cause of the event. If a local issue was present, the issue was improved or solved by the preventative service actions.